Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with 510k number k182004. Evaluation summary it was caused due to an excessive force applied on the lock ring of ae-p2. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The lock ring of ae-p2 came off and the scope fixing became unstable.